Manufacturer narrative:
Weight-race: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -11.50/1.5/092 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Elevated iop was observed. On (B)(6) 2022 the lens explanted and the problem was resolved. Cause reported as patient related factor. "Patient with abnormal ciliary body morphology and narrowing of the atrial angle are not suitable for surgery."